Event description:
The reporter stated the tech used a 23.5 diopter cc4204a collamer single piece lens. The surgical tech loaded the lens into the cartridge and then onto the injector. The tech felt a tight fit in the cartridge. The doctor decided not to use the lens and requested another lens and cartridge. The reporter added that they continued to use cartridges from the same lot number and they did not have any further problems. The lens was damaged when it was removed from the cartridge. There was no patient contact.

Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found half of plate haptic is torn off and missing. Lens was returned in liquid. Method - lens work order search. Lot number search. Result - a lens work order and lot number search was performed and no similar complaints were found within the same work order and lot number. Conclusions - the product pertaining to this claim was not returned for evaluation. Based on the complaint history, lens work order and cartridge lot number search, a specific root cause of the event could not be determined. (B)(4).